Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address tibial and femoral loosening. Loosening occurred at the bone/cement interface. Cement manufactured by depuy.

Manufacturer narrative:
Examination of the submitted device found evidence of micromotion between the tibial tray device and cement and the cement and patient bone interface. A worldwide complaint database search found no additional reports against the product and lot code combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.